Manufacturer narrative:
E1 initial reporter establishment name, (B)(6). E1 adress 1, (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported image color abnormality during inspection for use involving an autoclavable camera head. There were no reports of patient harm.